Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of a CT scan indicate the device was over inserted. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 301 mg/dl compared to a lab reading of 99 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4).